Event description:
It was reported that during a vascular stent procedure in the sfa, guided fluoroscopy demonstrated a fractured vascular stent that was deployed approx one year ago in the sfa. Angioplasty was performed in the fractured stent and a lesion site in the sfa. A covered stent was deployed inside the fractured stent successfully, and another vascular stent was deployed at the sfa lesion site. There was no reported pt injury.

Manufacturer narrative:
No lot number was reported and no catheter sample was returned. Therefore, a specific lot number was not known and a lot review could not be performed. On the two images provided the stent struts are not available; therefore, a detailed eval of the stent strut structure was not possible. Potential product and non product related factors which may have contributed to the reported issue have been considered. E.g. An inadvertent movement of the hand during stent release, incorrect holding of the delivery system during stent release, insufficient pre and/or post dilatation, highly calcified vessel, pt condition or the vessel anatomy may result into an irregular placement of the stent and a subsequent stent fracture. Based on the info available, a definite root cause for the event reported could not be determined. The IFU states: 'cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.'